Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. (Patient was reported to be in his (B)(6)). Patient was reported to be of (B)(6) weight. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully deployed (both cuffs were captured and the suture was harvested). The suture was returned with the knot and loop tightened. This finding indicates that either no or partial tissue capture occurred during deployment causing the suture to pulled out of the arteriotomy during knot advancement. This is consistent with the report of blood surfacing through the cutter area of the device. When the device is inserted into arteriotomy the pulsitory blood enters the marker port on the medial side of the device located at the distal end of the metal guide tube. Pulsitory flow at the marker tube on the body of the device indicates that the foot is in the arteriotomy. When the device is pulled back, marking is stopped as the opened foot is placed against the anterior (or top) wall of the artery. There is approximately 4 mm spacing between the marker port and the interior (blood blow) of the arteriotomy and an additional 3-4 mm proximal of the marker port. When the foot is the correct position, both rest above the arteriotomy. If the position of the foot against the wall is not held during needle deployment the reported experience of blood at the cutter area and partial or no tissue capture can result in the suture pulling out during knot tightening. When the foot remains too deep in arteriotomy blood can flow through the suture guide into the metal guide tube which is connected to the body of the device and exit the cutter area or into the body of the device. Based on the reported information, inspection criteria and analysis the probable root cause for the suture pulling out and the subsequent failure to achieve hemostasis with this device in due to incorrect technique. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for difficult to deploy suture with this lot number.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, during plunger deployment, blood had 'surfaced' through the cutter area of the device. During knot advancement, while pulling the suture, it was reported to have come out. Excess bleeding was observed. Manual compression was applied for a 'long time' to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.